Event description:
The tip of the suture passer broke off in the subcutaneous tissue twice (at the superior and inferior transabdominal suture sites), and I had to make small incisions to retrieve the broken tips, which were localized with fluoroscopic guidance. Two devices broke in the same way during this one procedure.